Event description:
The patient was applied with the mechanical ventilation in home care. Hmef500 was used. The high airway pressure alarm was activated after 2 or 3 hours from starting ventilation. This defective hmef500 was replaced and then the high airway pressure alarm ceased. But any failure was not found in this defective hmef500 by its looks. The using of hmef is normal according to the instruction of use. This patient is mrsa victim.